Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. The needle and suture separated during the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when was the needle and suture separated (in the package, during removal from package, during handling or during use on the patient)? Please specify, during use on the patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Event related to mw # 2210968-2022-02807, mw # 2210968-2022-02808. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.